Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "a trained medical professional determines final implant type and size intraoperatively." "Orthosize software does not determine the final size and type of hardware to be implanted."

Event description:
It was reported that during an initial total hip arthroplasty procedure on an unknown date the orthosize v1.2.6 software did not correctly template the stem. The surgeon broached and attempted to implant the stem, but it did not fit. The stem was removed and the surgeon continuously broached until the appropriate size was reached.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during an initial total hip arthroplasty procedure on (B)(6) 2015 the orthosize v1.2.6 software did not template the correct size stem. The surgeon broached to the templated size and attempted to implant the stem; however it did not fit. The stem was removed and the surgeon continuously broached until the appropriate size was reached. Additional information reported the software templated a size 16 stem and a size 16 stem was implanted. It is unknown if the template was corrected after completing the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of software found no evidence of product non-conformance. Digital implant image comparison testing was conducted and all images were accurate. A conclusive root cause of the event could not be determined.